Manufacturer narrative:
The clinician reported that the bedside monitor (bsm) had variations in end tidal co2 (etco2) readings, depending on how the curvette attached. This was the first time she performed this function on an intubated patient using this newly acquired device and was asking if her process was correct. She was given troubleshooting tips for more accurate readings and advised to call back if the issue persists. The unit was in use on a patient, but no patient harm was reported.

Event description:
The clinician reported that the bedside monitor (bsm) had variations in end tidal co2 (etco2) readings, depending on how the curvette was attached.